Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013015534); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013149563); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the first valve deployment was too shallow at 80%, and the second valve deployment was too deep at 80%. The third and final deployment achieved commissural alignment with 2 millimeters on the non-coronary cusp and 3 millimeters on the left coronary cusp using a 2 cusp view. The valve appeared constricted after the third deployment. Post-dilatation was performed with a 22 millimeter non-medtronic balloon, after which the valve appeared well expanded. Following post-dilatation, the patient was in junctional rhythm at 66 beats per minute (bpm). No paravalvular leak, no aortic insufficiency, and a mean gradient of 5 mmhg were observed. No pre-dilatation was performed due to a low calcium score.